Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed, the nozzle was clogged due to insufficient cleaning. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: the adhesive on the distal sheath and the objective lens had a white, clouded area; the image had a partially dark area due to a scratch on the objective lens; the adhesives around light guide lens had a white, clouded area; the probe cover was dented; the connecting tube was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Note - section e1 shortened from: national university corporation niigata university medical and dental general hospital to: general hospital, due to character restrictions.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had air/water flow issues from the air/water flow system. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient cleaning, the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material came out of the nozzle¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was unknown if the reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.